Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a mica surgery the tip of the driver broke off. The x-ray shows that a piece of the tip remains inside the patient, a revision surgery is not planned. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-8741-40s, 3.5 mm beveled ft driver, batch number 1392419, was received for investigation. - visual inspection noted that the distal tip was broken. - functional testing was not performed due to the damage to the device. -the most likely cause can be attributed to misaligned insertion or prying/leveraging the device during use. - refer to the investigation photos. - the complaint allegation is confirmed.